Event description:
During procedure, the physician was pulling an ansel 1 guiding sheath over a wire and the sheath broke in half. The physician was able to pull both the wire and broken part of the sheath completely out and pressure was held to the site. There was no patient injury.what was the original intended procedure?renal arterial catheter insertion.